Manufacturer narrative:
It was reported that a patient with medical history of hemodialysis (hd) and af (atrial fibrillation) underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred after the anterior wall ablation and when re-mapping was performed. Blood pressure dropped, and when checked by echocardiography, pericardial effusion was confirmed. The patient's vital signs stabilized with heparin reversal, blood pressure monitoring, and cardiac drainage. The patient required extended hospitalization but improved. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31353188l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with medical history of hemodialysis (hd) and af (atrial fibrillation) underwent a cardiac ablation and the patient experienced cardiac tamponade that required pericardiocentesis. First, 105 error occurred after inserting the first thermocool smarttouch sf catheter into the patient's body. Cable was replaced but the issue continued. The issue was resolved by replacing the thermocool smarttouch sf catheter to another new one. Then cardiac tamponade occurred after the anterior wall ablation and when re-mapping was performed. Blood pressure dropped, and when checked by echocardiography, pericardial effusion was confirmed. The patient's vital signs stabilized with heparin reversal, blood pressure monitoring, and cardiac drainage. The patient required extended hospitalization but improved. The physician's opinion on the relationship between the event and the product is that it was thought that the condition of the patient might have affected the event, not the product itself. No abnormalities were observed prior to or during use of the product. No evidence of steam pop. The customer's reported error 105 issue with the first thermocool smarttouch sf used is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref:(B)(4).

Manufacturer narrative:
On 30-oct-2024, additional information was received confirming the first ablation catheter with the 105 error code was replaced before performing ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).